Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem charging cable, despite being advised by technical support that it is not recommended. Technical support sent a replacement tandem charging cable to the customer via two-day shipping. There was no pump shutdown, and no further assistance was required.